Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician treated stenosis in the iliac and femoral artery with an expired everflex plus stent. There were not any issue with the procedure or with the stent. ¿please note that this device (everflex plus) is not marketed in the united states; however, it is similar to the united states marketed device (everflex). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.